Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was having an MRI for their back pain. The spinal cord stimulator (scs) was supposed to help with the back pain but the patient had it explanted in 2017 because it was not working which was clarified to mean that the ins was removed because the therapy did not help with their pain which began suddenly right after implant. The scs also caused them to have more pain and spasms. The patient still has their lead implanted so MRI compatibility guidelines were reviewed with the caller. No further complications were reported/are anticipated.